Event description:
Device 1 of 2 . Reference MFR report: 1627487-2012-05553. It was reported the pt was no longer receiving stimulation. It was also reported the charger and programmer could no longer communicate with the ipg. A new charger was sent to the pt to help resolve the issue but was unsuccessful. As a result, the ipg was explanted and replaced. Post-op the pt was unable to receive stimulation. An impedance check revealed high impedance on several contacts. The pt went back into the operating room and the pocket was opened. The lead was found to be disconnected from the ipg. The lead was reconnected to the ipg and impedance was normal.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.